Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer "on (B)(6) 2023, the first day of the second cycle of neoadjuvant chemotherapy, the catheter fixator was opened during the PICC catheter maintenance for the patient. However, the fastener was found to be loosely connected and not in use, so the catheter fixator was replaced." No other information was provided.